Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displays error code) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to the l4 component on the bedside pca. The l4 component was knocked off the bedside pca. The root cause for the damaged l4 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was displaying an error code while charging a battery pack.